Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would power off by itself after initial boot-up cycle during inspection. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial MFR report# 0003015876-2020-01659, submitted on 11/06/2020, was submitted in error. This report was found to be a duplicate of the initial MFR report # 0003015876-2020-01656, submitted on 11/06/2020.

Event description:
A customer contacted physio-control to report that their device would power off by itself after initial boot-up cycle during inspection. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.